Event description:
On (B) (6) 2010, patient reported, she was having higher than normal blood glucose readings this morning. Patient stated, her blood glucose reading was around 320 mg/dl. Patient reported when she went to work, her reading was up to 455 mg/dl and she gave a correction bolus through the infusion device for treatment. Patient's normal blood glucose is around 160-170 mg/dl. Patient stated, she checked her basal rates because they had just been adjusted since she was having higher readings in the morning and they were not saved. Assisted patient with adjusting her basal rates. After adjusting basal rates with the patient, had her hit the check mark key and it gave a basal rate total of 24.0 units of insulin. Advised patient to hit the check mark key again. Patient reported she was not hitting the check mark key to save the basal rates. Educated patient that you have to hit it twice; once to see the basal rate total and once to confirm it in order to take you back to stop mode. Patient reported, the infusion adapter has not been changed. Advised to change the adapter every 10th cartridge change. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.